Manufacturer narrative:
The reported event of cardiac perforation, unacceptable threshold, and sensing issue was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. All tip stiffness values tested were in specification.

Event description:
It was reported that at three months post-implant, micro lead perforation was noted, resulting in elevated thresholds and low r-waves. The right ventricular (rv) lead was explanted, and a new lead was placed in the septal position without complication. The patient was stable.